Event description:
A facility reported that 8 pts had excessive ultrafiltration while dialyzing on one particular machine. Seven pts had excess ultrafiltration between .5 and 1 kilogram. The eighth pt to dialyze on this machine had lost an excess of 1.3 kg of fluid more than the machine was set to remove. The pt became hypotensive, rec'd normal saline and completed the treatment. No pt injury. The machine was removed from the treatment area for svc by the MFR. The uf pump was rebuilt and uf check valve replaced, proper machine operation was verified.